Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The mainframe system batteries and charing assembly were evaluated and replaced due to the receipt of numerous charging errors. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that a fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.